Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. No product was returned for investigation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed oozing at driveline site on (B)(6) 2017, following trauma to site. Patient presented to the clinic on (B)(6) 2017 with increasing pain. Cultures were positive serratia marcescens. Patient was put on levaquin with symptomatic improvement, no fever, and blood cultures were negative. Levaquin continued until end of study. No additional information was provided.